Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. Due diligence was executed for this event no additional information was available for the event except the initial reporter fax number. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Device was repaired jan 1, 2018, feb 27, 2019, feb 18, 2020, and dec 8, 2020. It is probable that moisture invaded through the cracks in the video connector, destroyed the electronic circuit, and temporarily stopped displaying the image. The instructions for use includes the following statements that can prevent the issue of the video connector crack: do not hit or drop this product. Water leakage may destroy the electric circuit inside the product.

Manufacturer narrative:
Customer reported another otv-s7proh-hd-l08e (serial number (B)(4)) with no image on the same day which is captured in medwatch with patient identifier (B)(6). Additional information is not yet available for this device. The device is returned and an evaluation completed for it. The manufacture date is not available. Upon inspection and testing, the user¿s issue of no image could not be duplicated. Incidental finding is that the device failed the water leak test due to crack on video connector. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use no image was observed for the device. There is no patient involvement and no harm reported to any patient.